Manufacturer narrative:
The customer rerpoted that the AED was in a pelican case that went through some heavy rainand water got into hard pelican case. Now the unit will not turn on. The IFU for this device states that the AED should be placed in a readily-accessible location in an orientation where the active status indicator in the upper corner of the unit can be easily seen and heard. In general, the unit should be stored in clean, dry and moderate temperature conditions. Make sure that the environmental conditions of the storage location are within the ranges detailed in the "environmental" section.

Event description:
The customer reported that their AED received some water damaged. Customer indicated that they went through some heavy rain and the unit got water into the hard pelican case. It was left on the boat by the coaching team and now the unit will not turn on. The reported event did not occur during patient use.